Manufacturer narrative:
Tracking # 56998.

Event description:
It was reported the ax55g was used during a laparoscopic colectomy. It was reported the lesion was 7cm from the verge and it was very low. It was reported the surgeon fired the device across the rectum and there were no staples in the tissue. The drives were showing after firing but no evidence of staples. The surgeon put a temporary stitch on the rectum, opened another device and fired it. The device fired fine. A temporary colostomy was performed. It is not known if the colostomy was due to anatomy or the device at this time. The pt is still in the hosp. The pt is on 3 antibiotics and multiple drains. It was reported the pt is very heavy. Risk management is holding the device until the pt is released from the hosp. 06/05/1998 rec'd medwatch stating, "linear stapler did not have staples in cartridge, did not discover until after stapler was used. Surgeon had to sew bowel with sutures. Possible leakage might occur. Pt had to have a descending colostomy because of the defective stapler." Two lot numbers were on the medwatch k48v0z and k48t21. Rep notified to follow up.